Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. It was also seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 15 days after dental implant was installed in intraoral region #6, its non-osseointegration was observed. In addition, 60ncm of primary stability was achieved, the patient presented bone type iii and the procedures of immediate implant and immediate load were performed.